Event description:
It was reported that a cystoscope revealed that the artificial urinary sphincter was not fully closing off the bladder, resulting in recurrent urinary incontinence. The patient underwent surgery to replace the cuff. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.